Event description:
A customer reported a system message was displayed. The system was switched out and the case was completed. There was no pt impact reported.

Manufacturer narrative:
A company service rep examined the system. The fluidics module was replaced and will be sent for in-house eval. The module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).